Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The patient¿s valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Hemolysis is a status in which red blood cell is destroyed. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Mechanical trauma to red blood cells is the primary cause of hemolytic disease in patients with prosthetic heart valves. One of the main mechanisms involved is thought to be turbulence of flow through the prosthesis which results in excessive shearing forces on the red blood cells (e.g. Turbulence of flow generated by the paravalvular leak). Although treatment for hemolysis differs depending on its cause, for postoperative hemolysis, blood transfusion would be the primary option. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of reported valve regurgitation is unknown as information was requested but not forthcoming.  However, may be due to patient factors not provided and/ or the mechanisms described above.  The cause of the hemolysis can also not be confirmed, however, it is likely that the patient¿s valve regurgitation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Brand name, lot #, serial #, part #, UDI #, 510k: the type of thv valve is unknown; however, these are the possible PMA number for the sapien, sapien xt and sapien 3: p110021, p130009, and p140031.  Investigation is ongoing.

Event description:
It was reported through (B)(6) by the patient's daughter that during her mother¿s tavr procedure, the first implanted valve ¿leaked" and a second valve had to be implanted.  Two months post procedure, her mother acquired hemolytic anemia for which she has received a blood transfusion.